Event description:
It was reported that this right atrial (ra) lead was unable to be implanted due to a bent in the conductor. The was lead then attached to the psa cables when the physician noticed bent/ kinked conductor wires with the lead body. This occurs within 5 inches or so from the terminal pin. The physician and scrub tech had not bent the lead to cause any kinking. The lead was tested for sensing, impedances and did not show signs of concern. A new lead was successfully implanted. The lead was removed and a new one was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was unable to be implanted due to a bent in the conductor. The was lead then attached to the psa cables when the physician noticed bent/ kinked conductor wires with the lead body. This occurs within 5 inches or so from the terminal pin. The physician and scrub tech had not bent the lead to cause any kinking. The lead was tested for sensing, impedances and did not show signs of concern. A new lead was successfully implanted. The lead was removed and a new one was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found a bent helix, which was likely due to induced damage during the surgery procedure. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems.